Manufacturer narrative:
(B)(4). Batch # m53a4v. Swing tab in locked position the analysis results found that the tcr75 reload was received in good visual condition. The reload had the proximal 6 drivers up without staples and the remaining drivers were down. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that at an unknown time for an unknown procedure, the surgeon could not staple. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.